Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 135 mg/dl. The customer was not able to clear the alarm, the insulin pump restarted, and the esc button was sticking. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarms noted during testing. The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.